Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with an inaccurate sensor glucose reading and blood glucose readings. And also reported loss of communication between pump and meter. The event involved product(s) mmt-1880, unomedical, mmt-332a and mmt-7020a. Troubleshooting was performed and the sensor glucose value during the event was 180 mg/dl and the blood glucose value during the event was 570 mg/dl. The customer was reporting a discrepancy between sensor glucose and blood glucose values which was not within range. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was not using the auto mode feature. The pump passed self-test. No further patient complications were reported. No product return is required for mmt-1880, unomedical, mmt-332a and mmt-7020a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.